Manufacturer narrative:
7/9/2015, follow-up #1 date of submission, 09/08/2015-device evaluation: the pump has been returned and evaluated by product analysis on 08/20/2015 with the following findings: a visual inspection of the pump showed that the keypad cover was intact. During testing, the keypad buttons responded appropriately. The keypad cover was removed and no internal defects were found with the key contacts. Evidence of moisture was observed under the display. Unrelated to the initial complaint, the bolus button cover was peeling. The pump failed a leak test due to this. The pump cover was removed and evidence of moisture was found in the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.